Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("and while I was in bed I felt so much pain and that when I started bleed from the belly button"), incision site haemorrhage ("and while I was in bed I felt so much pain and that when I started bleed from the belly button"), mood altered ("bad mood") and dyspareunia ("very painful to have sex"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, incision site haemorrhage, mood altered and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, incision site haemorrhage, mood altered and pelvic pain to be related to essure. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incision site pain ("and while I was in bed I felt so much pain and that when I started bleed from the belly button"), incision site haemorrhage ("and while I was in bed I felt so much pain and that when I started bleed from the belly button"), mood altered ("bad mood") and dyspareunia ("very painful to have sex"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, incision site pain, incision site haemorrhage, mood altered and dyspareunia outcome was unknown. The reporter considered dyspareunia, incision site haemorrhage, incision site pain, mood altered and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.